Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found.

Event description:
It was reported that the lead was attempted to be implanted but not used. After having to reposition the lead, the helix was not fully extending and retracting, causing concerns of lead stability after two additional attempts. The lead was removed and new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.